Manufacturer narrative:
Exact date of event is unknown.

Event description:
Related manufacturer reference number: 1627487-2022-06506. It was reported that the patient's lead had migrated and that they had stopped charging their ipg in (B)(6) 2022. Lead migration was confirmed through an x-ray. The patient underwent a surgical procedure on (B)(6) 2022 during which both the lead and ipg were explanted and replaced to address the issue.

Manufacturer narrative:
A review of documentation supplied with the implant states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.